Event description:
Additional information received reported that the patient was still having concerns with their device or therapy, but was working with their doctor or manufacturer representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v482980, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v583004, implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient's recharger and programmer were not responding and the last time the patient charged was seven months prior to report. It was also reported the patient had a loss of therapeutic effect and stated their device only provided relief for the first six months. It was noted the patient had a bad fall six months after implant and a manufacturer representative "reset" their device. It was stated the patient's device provided relief for a month after it was "reset" but then the pain came back. Reportedly, the patient had been charging every day. It was stated the patient was prescribed pain medication. The patient reported they could feel the "wires" sticking out in her back and the implantable neurostimulator (ins) stuck out, "like it wants to come out." Reportedly, the patient's pain at the time of report was worse than a few years prior to report. It was stated the patient wanted to have their device removed. If additional information becomes available, a supplemental report will be filed.